Event description:
Inflammatory reaction (arthritis), intense edema (oedema peripheral). Case description: spontaneous report received 9/3/10 from a physician regarding a (B)(6) pt (gender unk), initials (B)(6). The pt had a history of a meniscus injury after undergoing surgery on (B)(6) 2010. The pt started synvisc on (B)(6) 2010. The pt received the second synvisc injection on (B)(6) 2010. The pt did not report any problems after the first or second injection. However, on (B)(6) 2010 the pt presented with intense edema that the physician considered an inflammatory reaction of the product. According to the physician, it was necessary to aspirate the product and wash with a physiological solution. The event appeared 24 to 48 hours after the product injection and receded after the product removal. The physician assessed the event as definitely related to synvisc. As of the date of receipt of this report, the pt had recovered. See (B)(4) for other adverse events from this reporter. Add'l info received on 9/8/10 in the form of qa investigation summary. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of synvisc is not affected by this report.

Manufacturer narrative:
Eval summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.